Manufacturer narrative:
(B)(4). Results - endoleak; significant tortuous aortic arch, moderate amount of thrombus; injector tubing disconnected and released contrast. Conclusion - significant tortuous aortic arch, moderate amount of thrombus. Injector tubing disconnected and released contrast.

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of 6.6 cm thoracic aortic aneurysm. The aortic arch had significant tortuosity, and there was a moderate amount of thrombus distal to the aneurysm. Iliac vessel morphology was not reported. It was reported that when deploying the first talent captivia stent graft (MFR report #2953200-2010-01385), the injector tubing disconnected and released contrast everywhere, including onto the physician. Consequently, the physician inadvertently pulled the stent graft downward approximately 2 cm, although the final position of the graft ended up 1 cm away from the subclavian artery. A distal extension stent graft was then deployed and ballooned without issues. On the completion angiogram, a proximal type I endoleak was observed. The physician elected to add a proximal extension stent graft (MFR report #2953200-2010-01386), which successfully resolved the endoleak but partially covered the subclavian artery in order to gain a proximal seal. No intervention was performed for the partial vessel coverage. No additional clinical sequelae were reported, and the patient is fine. Please note that this device, the talent captivia stent graft system, is similar to the united states distributed product talent thoracic stent graft system.